Event description:
It was reported that a clearlink continu-flow solution set had split tubing just below the drip chamber. The issue was found before use, and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing simulating use was also performed on the device. This identified a cut and leak in the tubing approximately 37 inches below the top y-site and below the drip chamber outlet port. Therefore, the condition was verified. The cause of the condition was determined to be a process step during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.